Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on december 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on december 13, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming host printed circuit board (pcb). (B)(4).

Event description:
A surgeon reported the system froze without displaying a system message following a surgical procedure. There was no patient involvement.